Event description:
Removal of endosseous dental implant. Implant placed 11/95 removed 8/23/96. According to clinician, out of the four implants placed one did not integrate. Clinician has been asked to send forms and product.